Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an initial implant attempt, the right atrial (ra) lead had to be revised multiple times due to dislodgement or lack of injury current, due to the patient's anatomy. The lead was not implanted. No patient complications have been reported as a result of this event. The patient is part of the product surveillance registry clinical study.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was obstructed. The inner and outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner and outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.